Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information obtained from the field indicated that the patient was administered heparin during procedure. Post-procedure, the patient experienced pericardial effusion and pericardiocentesis was performed. It was unknown if there was any difficulty implanting the device. Based on the available information, the root cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for a left atrial appendage (laa ) closure using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The patient had a sinus rhythm. During procedure, heparin was administered and the patient's activated clotting time (act) levels was greater than 250. The device was repositioned once and the left atrial appendage (laa ) was closed. About three hours after implantation, the patient had to be resuscitated. About three hours after the intervention, a pericardial effusion was confirmed. A pericardiocentesis was performed. The patient stayed in the hospital longer than planned. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.